Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing the initial report, the following information was received: the xience sierra stent was not removed from the artery as initially reported but rather remains free floating in the anatomy.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the mid right coronary artery that was 70% stenosed. Direct stenting was performed with a 3.5 x 15 mm xience sierra stent and during advancement, the stent could not cross the lesion with the guiding catheter. A decision was made to remove the stent to replace the guiding catheter, but the stent still could not cross the lesion. During removal, the stent dislodged from the balloon to the distal part of the guide wire. An attempt was made to retrieve the stent with a lasso, but failed and the stent remained in the artery. The target lesion was treated with a non-abbott stent. The dislodged stent was ultimately removed; however, it is unknown at this time how the stent was ultimately removed. No additional information was provided.